Manufacturer narrative:
(B)(4). Date sent: 5/6/2026. D4 batch #: a98g2f. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. However, upon visual inspection, it was found that the knife was not fully retracted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. However, the blade did not fire when the cut button was pressed. The device was disassembled to verify the condition of the internal components, and it was found that the knife tube weld was broken at the knife rod causing the reported issues a manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event.

Event description:
It was reported that during a laparoscopic bilateral salpingo-oophorectomy procedure that the enseal was not cutting even after multiple attempts by the surgeon to cut with the device. Another like device was used to continue with the procedure. Procedure was delayed by two minutes. There were no adverse consequences for the patient.